Event description:
After a shoulder procedure the pt was in recovery room and complained of slight irritation and noticed a dime size burn located on the thigh. The pad used was a valley lab pad. Pt was treated with sylvadene creme. Pt was released from the facility and no other information is available.